Event description:
It was reported the customer had battery issues with their insulin pump. The customer reported receiving low battery alerts. Customer also stated they did not perform excessive button pressing or frequently use their backlight. It was also found the customer had a no delivery alarm. The customer's blood glucose was unknown. Customer was unable to troubleshoot for their no delivery alarm at the time of the call. The customer will be shipped a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.